Event description:
I underwent spinal fusion surgery in 2007. They placed medtronic stainless steel rods and screws in my back. The following month, I began to notice a small rash near my incision. I though it was heat rash. It would come and go and in november, it started to spread all over my body. I went to my surgeon and other doctors and was diagnosed and treated for several possible problems. None worked. I kept passing out and the rash was itchy red and wet. I went to the ER and they sent me to a dermatologist who through testing and treatment found out I was allergic to nickel which was in the rods and screws. I was put on prednisone and also heavy topical steroids. I ended up in the ER with a severe allergic reaction, and the stainless steel was replaced with titanium. During the removal, my surgeon had to cut out a chunk of muscle tissue that was corroded and damaged by the allergy. I spoke to medtronic and asked if I should be tested. They said no, that titanium allergies are very rare. I had a blood test done and it came back, I am also allergic to the titanium. Since the placement of the rods and screws, I am no longer able to eat with silverware, and had to change my diet. I am not allowed to eat or drink from cans and suffer with rash break outs which are uncomfortable. I was told that this was the first time this has happened to someone the way it happened. This has completely changed and complicated my life. I have been dealing with this for two years straight. Treatment started approx two months later, and is on going to present. Dates of use: 2007 - 2009. Diagnosis: spinal fusion surgery for adolescent idiopathic scoliosis. Spinal fusion surgery for adolescent idiopathic scoliosis. Event abated after use stopped: no.